Event description:
A hospital reported that a heater wire pin on the inspiratory tube of an rt226 infant breathing circuit was bent. This was found before patient use. No patient consequence was reported.

Manufacturer narrative:
The returned rt226 infant breathing circuit was visually inspected for bent pin and tested to see if it could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be connected to the heater wire socket in the inspiratory limb of the returned breathing circuit. A visual inspection revealed that the heater wire pins were bent. This prevents the adaptor from connecting to the heater wire socket. A lot check was not performed as no lot information had been provided. Conclusion: it is possible for the user to bend the heater wire pins if the heater wire adapter is inserted into the heater wire plug on an angle. For bent pins reported to us by healthcare facilities, it is impossible for us to determine whether the pins were bent during production or by the end user. Bent pins do not preclude ventilation of the patient, but prevents the heating of the gas delivered. Our monitoring and trending of events involving bent pins in infant breathing circuits has a rate in the last year.